Event description:
Information received indicated that emergency trendelenburg function was not operating.

Manufacturer narrative:
The technician replaced the emergency trend valve and the bed functioned to specifications.